Event description:
Additional information was received stating that the cause of the event was not determined. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The braid can become damaged due to over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure for an unruptured, saccular aneurysm located in the right para ophthalmic internal carotid artery, severe vessel tortuosity was encountered. The distal end of the pipeline failed to open despite attempts to deliver the device using a combination of unsheathing and pushing the delivery wire, as well as resheathing and redeploying. Balloon angioplasty was performed in an attempt to open the device, but it remained unsuccessful. The pipeline was resheathed and removed from the patient and was never implanted. A ped2-475-12 device was subsequently implanted. Angiographic imaging was conducted post procedure, and the physician was content with the results. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event. The landing zone was 4.4mm distal and 4.5mm proximal. The devices were prepared according to the instructions for use (IFU). The middle part of the pipeline was positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. Ancillary devices included a navien guide catheter and a phenom 27 microcatheter.